Manufacturer narrative:
H6 codes belong to the recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the disconnection has not been confirmed definitively but according to the patient the ring part of the recharger becomes hot. There was a display that the device could not be found but was unknown if it happened every time. It seemed that [device not detected] occurred frequently at the stage of connection. It was confirmed that a new recharger has arrived at the patient's hand.

Manufacturer narrative:
Continuation of d10: product ID: 97755-s, serial# (B)(6), product type: recharger. H3. Analysis found no non-conformances with the recharger. Found no issues with finding or charging ins, no anomalies were visually observed, and the recharger passed functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 97755, serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#:(B)(4) g2: the country of origin is japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that a ¿system problem¿ error message was observed on the patient's controller when an attempt was made to charge the device. It was stated that ¿there was a declaration of premature drain of the controller¿s battery." The patient's controller battery pack was removed/reinserted twice in an effort to troubleshoot the issue and ¿it recovered temporarily, but the charging efficiency was poor.¿ it was unknown whether any external factors may have led or contributed to the issue. It was unknown whether the issue was resolved at the time of report. The patient was alive with no health damage at the time of report. No complications were reported or anticipated. Additional information received from a manufacturer representative. It was reported that the details of the "system problem" error message were unknown. The representative clarified that the charging efficiency of the ins was poor. The cause of the "system problem" message was unknown. It was suspected that the recharger might be fractured as it heated up, but they noted there was no patient impact. The recharger was replaced and the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID: 97755-s, serial# (B)(6), product type: recharger. H3: the device was returned but currently cannot be located. If the device is located, analysis will be completed and an updated report will be submitted at that time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.